Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false positive (reactive) toxoplasma igg result generated by the access® 2 immunoassay system for one patient.non-reactive result was obtained upon repeat testing and during a precision run using the patient's sample.the result was not reported out of the lab. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Samples are collected in plastic bd non-gel serum tubes and centrifuged at 4,200 rpm for 10 minutes.two levels of toxo igg qc performed before and after the event recovered within specifications. A customer product line support (cpls) was working with the customer to address toxo igg imprecision issues. Additional events to be monitored and reviewed.there is no indication that service was dispatched for this event.a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.